Event description:
It was reported that the procedure was to treat a heavily calcified proximal circumflex artery. The patient was admitted with acute coronary syndrome st+, with stenosis. A balance middleweight guide wire was positioned in the distal circumflex and a thrombectomy was performed. An attempt was made to pull the guide wire proximally; however, the guide wire would not move so a second guide wire was placed in the marginal artery. As the first guide wire was being removed it separated in the anatomy and was free floating. A drug eluting stent was implanted to embed the proximal portion of the separated tip against the vessel wall and the distal section was left free, but stationary, in the artery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.